Event description:
It was reported that during the implant procedure and after rotating the helix more than 40x; the helix would not extend. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. Visual analysis noted the helix would not extend at this time due to the dried blood in the tip end of the distal conductor preventing torque when the is-1 pin is rotated. Blood was present on the helix mechanism.